Manufacturer narrative:
Updates included from the treating doctor that were received by align on 03/18/2024, after initial MDR submitted. Details of the reported second anaphylactic event are unknown.

Event description:
On 03/18/2024, align received an update from the treating doctor. The treating doctor reported that the patient had experienced two anaphylactic shocks, one diagnosed at the hospital, and one diagnosed based on symptoms. The treating doctor reported that the patient discontinued the use of the aligners on (B)(6) 2024 and is currently asymptomatic.

Event description:
The treating doctor reported that the patient had symptoms of dry, chapped lips and red lip contour in (B)(6) 2023, while no allergic reaction was identified at the time. The treating doctor reported that the patient's symptoms persisted and worsened to include dry, chapped, red, swollen lips, wounds with blood, swelling under the eyes, throat closed and anaphylactic shock ((B)(6) 2024). The treating doctor reported that the patient required visiting an unspecified healthcare facility to perform allergy tests ((B)(6) 2023), visiting a dermatologist ((B)(6) 2023, and (B)(6) 2024), and a hospital visit ((B)(6) 2024) to alleviate the reported symptoms. The treating doctor reported that the patient was prescribed medication at the hospital on (B)(6) 2024, adrenaline (epinephrine) and bentelan (betamethasone), to alleviate the reported symptoms. The treating doctor reported that the patient was instructed to discontinue the use of the aligners on (B)(6) 2024 (unknown if discontinued), and the patient's condition has not improved.

Manufacturer narrative:
The current instructions for use (IFU) contains the following: "warnings - in rare instances, some patients may be allergic to the plastic aligner material". The treating doctor shared that the potential root cause of this event could have been an allergic reaction to the aligners since the reported symptoms appeared after wearing them. The dermatologist does not believe that the invisalign system aligners were related to the patient's reported symptoms due to the patient's symptoms appearing more external than internal. No conclusive evidence has been provided that supports or opposes the fact that the invisalign system aligners caused or contributed to the reported symptoms. This event is being filed as an MDR as the treating doctor reported that the patient had symptom of anaphylactic shock (serious, life-threatening) and the invisalign system aligners were being used.